Manufacturer narrative:
Reported event: an event regarding infection involving an unknown knee was reported. The event was confirmed via medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent removal of the implant with insertion of an antibiotic impregnated spacer, as well as a revision total knee arthroplasty with reinsertion of an implant since I was able to review the operation reports for both of these procedures. I have no specific information about his primary procedure which was said to be in 2015. I also have no further information about the subsequent infection and two stage reimplantation at that time. Root cause analysis: the root cause of these events cannot be determined with certainty. The causes of infection three to four months after index total knee arthroplasty are multifactorial. Most likely cause of infection at three or four months is that the wound was seeded from a remote cause or some concomitant infection. Patient host factors also contribute including the patient's general medical condition, the state of his immune system and his bmi. It is also possible that the wound was contaminated at the original surgery or that there may have been wound healing issues and drainage which we don't know about. The causes of we current infection following two-stage revision and reimplantation are also multifactorial with the same possible contributors. I would not assign any causality to the implants themselves." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent removal of the implant with insertion of an antibiotic impregnated spacer, as well as a revision total knee arthroplasty with reinsertion of an implant since I was able to review the operation reports for both of these procedures. I have no specific information about his primary procedure which was said to be in 2015. I also have no further information about the subsequent infection and two stage reimplantation at that time. Root cause analysis: the root cause of these events cannot be determined with certainty. The causes of infection three to four months after index total knee arthroplasty are multifactorial. Most likely cause of infection at three or four months is that the wound was seeded from a remote cause or some concomitant infection. Patient host factors also contribute including the patient's general medical condition, the state of his immune system and his bmi. It is also possible that the wound was contaminated at the original surgery or that there may have been wound healing issues and drainage which we don't know about. The causes of we current infection following two-stage revision and reimplantation are also multifactorial with the same possible contributors. I would not assign any causality to the implants themselves." All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to deep infection. All implants were removed and a spacer was placed. Subject is enrolled in triathlon cones revision study.